Event description:
It was reported that two weeks post implant, the patient had a hematoma that needed to be evacuated. During the procedure, the physician noted that there was fluid in the right ventricular lead and that the lead required a lot of "untwisting" to remove it from the device. The lead was noted to be electrically intact. The physician elected to explant and replace the lead. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694758 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2012. (B)(4).